Event description:
It was reported the patient had a revision of their catheter in 2007, due to a cyst formation (specific dates not reported). Patient symptoms, diagnostic testing, and outcome were not reported. The drug used in the pump at the time of the event was not reported. When the patient presented to their new physician (early 2008) fentanyl was in the pump.